Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. At the time of the report, the customer was using manual injections for insulin therapy. Customer's blood glucose level was 253 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.